Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarms. The evaluation found that the force required to secure the door is above expected levels. It was observed that this was caused by cracked threaded insert bosses and raised threaded inserts, resulting in material separation between the front case and mechanism assembly. The front case assembly was replaced.